Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. The patient was subsequently hospitalized until device changeout can be performed. Currently, this device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.